Event description:
The patient's catheter was also explanted. It was noted, the device will not be returned. Following the device explant procedure, "the patient was very abstinent". The patient was treated with oral medication / antibiotic; the patient felt "a lot better". A new pump was planned to be later implanted. It was noted there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection "a while after implant". The pump was removed and the outcome was reported as "patient was fine". The pump contained baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).